Event description:
Plaintiff alleges latex sensitization and suffers from "inter alia", hives, wheezing, itching, tightness in throat, occupational asthma, edema of the face and hands, erythema, shortness of breath and anaphylaxis. Further alleges being severely restricted as to where she can go, and what she can do and suffered great loss of her earnings and will continue to do so. Plaintiff alleges loss of consortium of his wife.